Event description:
During a microvascular decompression procedure, surgeon used cranios on the patient. The product did not adhere to the edges of craniotomy. It is reported the product floated in the defect like an island. The cement did set and surgeon was able to remove it in one piece. Surgeon used warm irrigation before and after use as instructed. Procedure was delayed approximately 20 minutes. Surgeon used a competitor cement to complete the procedure with no further problem, no harm to patient.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of synthes device history records for lot n004410 revealed that (B)(4) corporation manufactured the cranios reinforced fast set putty 3cc-sterile. The product conformed to all requirements. There were no ncrs associated with the DHR that indicate any issues related to the complaint.